Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616656-2022-01180 was sent in error. Entry description does not capture issue difficult/unable to, MFR#: 9616656-2022-01180 is void as a result.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 4mm x 32g will not penetrate the skin resulting in failed drug delivery. The following information was provided by the initial reporter: parents stated, patient end will not penetrate the skin when giving their minor child the injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 4mm x 32g will not penetrate the skin resulting in failed drug delivery. The following information was provided by the initial reporter: parents stated, patient end will not penetrate the skin when giving their minor child the injection.